Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump button was pressed for more than 3 minutes, and when trying to operate the pump, all the buttons were locked. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thus. All buttons functioned properly and no stuck button alarm noted during testing. A review of the pump history file shows that on (B)(6) 2024 there were twenty-nine (29) stuck button alarms generated. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad dome switches or keypad assembly, however there was moisture damage on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, keypad flex tail, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked battery compartment, broken belt clip rails, faded end cap address label, and pillowing keypad overlay. Stuck button alarms found in the pump history files are confirmed due to moisture damage on the electronica and keypad flex cable/tail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.